Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient also experienced bilateral breast ptosis. Ptosis on the left breast will be reported under mrn: 1645337-2020-08442. Mentor also became aware that the patient had undergone bilateral replacement with the following devices: (right) 375cc mentor smooth round moderate plus profile saline catalog: 3502375 lot: 9455301 sn: (B)(6) and (left) 375cc mentor smooth round moderate plus profile saline catalog: 3502375 lot: 9455301 sn: (B)(6). On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during the visual evaluation, a tear at a junction at the valve system was observed. Microscopic examination was performed and the cause of the deflation could not be identified. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 425cc mentor smooth round moderate profile saline breast prostheses, suffered right breast implant deflation, post-operatively. It was reported that the patient experienced trauma as they were in a motor vehicle accident. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2020.